Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen and on the shaft, consistent with preparation. The balloon was tightly folded. A new syringe filled with 6 cc of fluid was attached to the hub in attempt to prepare the device. There were air bubbles observed in the syringe during preparation. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to the rated burst pressure (rbp), when it was observed that fluid was coming out of a tear in the balloon distal to the distal balloon marker, for a length of 2 mm. Scanning electron microscopy confirmed the leaks in the balloon. It was determined the balloon failure may be attributed to mechanical damage to the outer surface. The two leaks were along two fold creases. It is possible the balloon was inadvertently handled, resulting in the tears in the balloon; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. In this case, a definitive cause cannot be determined. Manufacturing can not be ruled out as a cause of the tear in the balloon. All products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil during manufacturing. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity and rated burst pressure prior to release.

Event description:
It was reported that during preparation, when negative pressure was pulled, bubbles were noted. The device was not used on the patient. No additional information was provided.